Manufacturer narrative:
Due to character limitation in e1 for event site name & event site address. Event site name - (B)(6) hospital. Event site address - (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. After on-site inspection, it was found that the failure was caused by the condenser tube falling off. When entering the manual control valve in the background, it was found that there was an obvious leak and the connection of the pipeline was checked and it was found that the condenser tube fell off. Fse adjusted the joint of the condenser tube and fix it and conduct a balloon test on the machine. The machine has passed all the performance and safety index tests specified by the factory.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) had an alarm and causing an automatic inflation failure occurred. There was no patient harm reported.